Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11:15am on (B)(6) 2015. At this time the patient obtained a blood glucose result of "461mg/dl" with the subject meter and "346mg/dl" on another unknown meter within 30 minutes of each other. The patient manages their diabetes with insulin pump therapy and continued to take their usual dosage of insulin in response to the alleged inaccuracy. The patient stated that an unspecified period of time after the issue occurred they experienced the symptom of "lightheadedness, dizziness and irritability." In response to these symptoms, at 11:15am the same day, the patient self-treated by taking an unspecified dosage of humalog insulin. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.